Event description:
Customer reported that he was hospitalized due to sensor site infection. Customer stated that he hit a vein and it caused the skin to swollen and had hematoma. Customer stated that he had the infection for 3 weeks and he went to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.